Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was turned off. A follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient would be monitored.